Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels following a recent supply change. The patient¿s son contacted support to report that the patient had been running high since the previous evening. Review of the device data confirmed an occlusion alert had occurred at 2:00 am local time. Blood glucose measured by glucometer was 436 mg/dl, and the patient administered 14 units of insulin via pen. Guidance was provided to disconnect from the infusion site and pause insulin delivery for two hours, after which the patient planned to reconnect. The patient reported that blood glucose levels were affected during the event, with a highest reading of 376 mg/dl and elevated levels lasting approximately nine hours. The device provided alerts for readings above 300 mg/dl for over 90 minutes. No backup therapy was used, no ketone testing was performed, no recent steroid injections were reported, and no professional medical intervention was required. The patient did not need assistance and did not experience any immediate adverse health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.